Event description:
An angio-seal device was used to close a left groin puncture following vascular intervention on a pt's right leg. After developing an aneurysm in the right leg, the pt expired. This incident occurred in late 2010.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.